Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient is being considered for a right knee arthroplasty revision approximately seventeen (17) years post-operatively to address tibial component loosening. No additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - nexgen precoat femoral component size d right catalog#: 00596001452 lot#: 60642748, nexgen lps-flex articular surface size cd 10mm catalog#: 00596203010 lot#: 60512450, nexgen standard cemented all poly patella size 26mm catalog#: 00597206526 lot#: 60663066. G2 - report source - foreign: event occurred in australia. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision approximately seventeen (17) years post-operatively to address tibial component loosening. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b2, b3, b4, b5, d6b, g3, g6, h2, h11.